Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air bubbles in the patient line and tubing after recent loads. The customer's blood glucose (bg) level was 250 (mg/dl). A bolus via the pump was delivered to address bg level. Tandem technical support educated the customer on the proper load process.